Manufacturer narrative:
The reported condition has been confirmed and attributed to the instrument's cam pin being out of specificaton.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to close and the wing nut broke. The hosp has reported no pt injury occurred.